Event description:
Boston scientific received information that this right atrial (ra) lead is fractured and has greater than 3,000 ohms with noise that lead to innapropriate atrial tachy response (atr) episodes. The patient has been scheduled for a future replaced procedure. The physician has elected to program the atrial function off until the procedure takes places. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.